Manufacturer narrative:
.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device experienced a leads failure during operational testing. In an attempt to troubleshoot the failure, the customer replaced the leads and trunk cable but the issue remained. The customer requested that the device be returned for bench repair. There was no reported patient involvement/adverse patient impact.